Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. After a rotablator was used to clear calcium, a 4.00 x 38mm synergy xd drug eluting stent was advanced for treatment. However, the shaft bent and broke 22.5 cm from the hub. A guidezilla guide extension catheter was used to pull the device back for removal. The procedure was completed with a different device. No patient complications were reported, and the patient fully recovered.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 4.00 x 38mm was returned for analysis. A visual, tactile and microscopic examination of the hypotube found multiple kinks along the shaft and a shaft break at 22.9cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A microscopic examination of the stent and balloon cones found no issues. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. After a rotablator was used to clear calcium, a 4.00 x 38mm synergy xd drug eluting stent was advanced for treatment. However, the shaft bent and broke 22.5 cm from the hub. A guidezilla guide extension catheter was used to pull the device back for removal. The procedure was completed with a different device. No patient complications were reported, and the patient fully recovered.